Manufacturer narrative:
During preventive maintenance, the autopulse platform (sn (B)(4)) displayed an error message "system error, out of service, revert to manual CPR". The root cause is due to a defective processor board likely due to aging. The autopulse platform is a reusable device and was manufactured in september 2007 and is 12 years old, well beyond the expected service life of five years. The platform failed the initial functional testing due to a system error, (latch error 136 - internal parameter corrupted) was observed upon powering up the device. Visual inspection was performed and found no physical damage to the autopulse platform. Following the service and repair, the platform was further tested with large resuscitation testing fixture, (lrtf) equivalent to the 250-pound patient with good known test batteries for 30 minutes and passed all functional testing criteria and met all required specifications. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with serial number (B)(4).

Event description:
During preventive maintenance, the autopulse platform (sn (B)(4)) displayed an error message "system error, out of service, revert to manual CPR".